Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: 1.carto 3 system us catalog #: fg540000 serial #: (B)(4). 2. Soundstar eco ge 8f catheter us catalog #: 10439236 lot #: unknown 3. Smartablate pump us catalog #: m490008 serial #: (B)(4). 4. Smartablate generator us catalog #: m490007 serial #: (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a thrombosis. Approximately 2-3 days post-discharge, the patient returned to the facility reporting abdominal pain and a splenic infarction was confirmed. There is no information regarding the type of embolus. There is no information regarding interventions, extended hospitalization, or patient outcome. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. There were no issues or errors reported on any biosense webster, inc. Products or equipment during the procedure. There is no information regarding generator parameters or generator settings. There were no catheter issues related to temperature or flow. Anticoagulant (heparin) was used during the procedure. No material was found on the catheter that could have been char or coagulum. There is no information regarding shaft proximity interference value, catheter proximity, or catheter re-zeroing.